Event description:
A customer reported that the battery of their t:slim x2 pump would not charge, and the screen remained dark and unresponsive despite various attempts to power it on. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by using a different charging cable, although it was not recommended by tandem unless for troubleshooting. The caller was informed about the use of non-tandem charging supplies, and a replacement tandem charging cable was sent via two-day shipping.